Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 14 fractured. Construction was an upper jaw prosthesis retained on a locator construction. Bone loss following implant instability caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant

Event description:
Implant fracture.